Event description:
In preparation for a litigation procedure, the physician selected a cook 6 shooter saeed multi-band ligator. While loading the ligator device onto the endoscope, the blue hook broke at the end of the loading catheter. The nurse then used the blue hook on the other end of the loading catheter to try to bring the string up the endoscope. This blue hook also broke at the end. They used another cook 6 shooter saeed multi-band ligator to complete the procedure successfully. This occurred during the loading process, the loading catheter was not located inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: our evaluation of the returned device confirmed the report. The two blue hooks were separated and returned with the loading catheter. No part of the device was missing. Both blue hooks were bent possibly from a force applied during loading of the strings. The loading catheter was measured and the catheter potentially could have stretched 0.2 cm due to excessive tension exerted on the catheter during the loading process. The loading catheter was checked on both ends with a pin gauge. One end passed and the other did not pass the initial measurement. When the end that did not pass was checked beyond the location where the insertion of the blue hook had deformed the catheter, it also passed. Both blue hooks were measured and found to be manufactured correctly. The inner support wire measured to be within the specification. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The instructions for use direct the user to attach the trigger cord to the hook on the end of the loading catheter, leaving approximately 2cm of trigger cord between the knot and the hook. If the knot and the hook are placed closer than 2cm, this can create resistance when withdrawing the loading catheter through the ligator handle and/or accessory channel of the endoscope. If additional pressure is applied to the loading catheter when resistance is encountered, this could contribute to separation of the blue hook from the loading catheter. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.